Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a continuous audible tone coming from the power module, was confirmed when the returned system was checked by technical service. Replacing the unit¿s power module pcb assembly fixed the issue. A faulty audio speaker transistor (fet) on the pcb assembly was found. The transistor was active (on) regardless of the power module¿s audio alarm output port state. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient's power module sounds like it has a capacitor squeal. The unit was returned for repair

Manufacturer narrative:
Section g1,g3: correction. Section h6: additional information.